Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient representative reported unsatisfactory cosmetic result after expander implantation in (B)(6) 2012. Complete symmastia, right expander elevated resulting in complete asymmetry. Extreme psychological distress. Right side. Devices was explanted.

Event description:
Patient representative reported unsatisfactory cosmetic result after expander implantation in oct2012. Complete symmastia, right expander elevated resulting in complete asymmetry. Extreme psychological distress. Right side. Devices was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unsatisfactory cosmetic result, complete symmastia, asymmetry, and extreme psychological distress.